Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2016 with the following findings: investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. Additionally, there was evidence of moisture corrosion found on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, the display was dim, and there was moisture in the pump. This report is made based on results of investigation completed on 03/24/2016.